Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of a right common femoral vein access site using the pre-close technique prior to a leadless pacemaker procedure. Reportedly, two prostyle were deployed and found stuck in the vein. The first prostyle was able to be removed without issue with the suture successfully placed. The second prostyle suture was cut and the device was pulled out. A 23f sheath was placed and the pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The cause of the reported difficulties cannot be determined. In this case, it is possible there was entanglement with the other device, and or suture caught in the foot; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.